Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for a left ventricular lead revision. The atrial lead had exhibited low impedance and was explanted and replaced successfully. The patient was stable throughout the procedure.